Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmissions revealed that the right ventricular pacemaker lead was oversensing noise. The patient was seen in clinic on (B)(6) 2020, and the noise was not reproducible. Programming changes were made to address the issue. There were no patient symptoms reported, and the patient will continue to be monitored.